Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-01840.

Event description:
It was reported the customer was experiencing high blood glucose due to air bubbles. Customer's blood glucose was over 600 mg/d. The customer was able to resolve the air bubbles by changing their infusion set. Customer was also able to lower their blood glucose by treating with the insulin pump. It was also found the customer's blood glucose declined to 50 mg/dl after treatment. The customer also had light ketones due to their high blood glucose. Customer declined to troubleshoot at the time of the call. No additional information provided.